Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer blood glucose was 427 mg/dl. Customer reported he was running and fell. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.